Event description:
On (B)(6) 2011, father reported pt was hospitalized for hyperglycemia due to e4 occlusion errors. Father reported she was being treated at the hosp at the time of the report. Pt uses a competitor's infusion set, and received an e4 occlusion before dinner. Blood glucose elevated to approximately 550 mg/dl, and an ambulance was called to transport pt to the hosp. Father was not with the pt and was unable to complete troubleshooting. F/u was completed with pt and father at 12:33 am on (B)(6) 2011. Pt reported blood glucose elevated to 503 mg/dl, and target blood glucose is 60-150 mg/dl. Pt was treated with an insulin IV at the hosp. Prior to f/u, pt received another e4 occlusion error when she attempted to bolus 4.3 units. Pt disconnected the infusion tube from the headset and successfully primed through the tube. Troubleshooting revealed the source of the occlusion was the headset. Pt was advised to contact the MFR as soon as possible. Pt was sent samples of 2 types of infusion sets to try. A request was submitted for face-to-face instruction with company rep. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.